Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus) leading to a replacement procedure. The existing aus cuff was explanted and replaced with a new cuff component. Upon inspection of the cuff, by performing an inflation test, fluid leak was identified on cuff folds due to a hole. No additional patient complications were reported and it was reported that the patient was good after the procedure.